Event description:
The customer reported touch screen failure; the touch screen can be calibrated, but only holds calibration for a matter of minutes. The customer reported there was no patient involvement.